Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported by the patient's doctor the ipg was no longer working. Surgical intervention was taken to replace the ipg. A company representative was notified on the day of the patient's surgery and was unable to do troubleshooting to determine the ipg status. Reportedly post-operatively the patient had effective therapy restored.